Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that on (B)(6) 2014 a (va-lcp) variable angle locking compression plate surgery was performed for a fracture of distal radius case. During temporarily fixing, the tip of drill bits (310.509) were broken when it touched the k-wire. The broken tip of drill bits were left in the patient¿s bone.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the complained drill bit shows that the tip is broken off. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is likely that too much mechanical force had been applied during the surgery. Drill bits are delicate and require extra caution during use. No product fault could be detected. The measurable dimensions of the broken drill bit was checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The view of the broken surfaces does not show any anomalies of materials structure, which indicates material conformity as well. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014 a (va-lcp) variable angle locking compression plate surgery was performed for a fracture of distal radius case. During temporarily fixing, the tip of drill bit (310.509) was broken when it touched the k-wire. The broken tip of drill bit was left in the patient¿s bone. This report is for 1 of 2 complaint (B)(4).